Event description:
It was reported the device was unable to be interrogated with different programmers. Additional information was requested but is not yet received. No patient was involved.

Event description:
Additional information received indicated the event was resolved by replacing the device.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish rf telemetry upon receipt. Analysis of the device image indicated loss of rf telemetry due to a code error. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomaly.